Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging moisture ingress in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 9/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2016 with the following findings: visible moisture in battery compartment. Battery compartment crack above and below grip pad. Display is dim, orange. Leak test failed due to battery compartment crack. Opened pump, no moisture found.

Manufacturer narrative:
Follow-up #2 date of submission 12/08/2016 correction to serial #.